Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing elevated blood glucose (bg) levels of 291 mg/dl after consuming ice cream several hours after dinner without announcing the additional carbohydrates. The ilet algorithm automatically delivered corrective insulin, and bg returned to range approximately four hours later. No symptoms, external assistance, or medical intervention occurred.